Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the user reported discrepancies between their bg and sg values. The case was escalated up to engineering support for further assistance. Upon review of the user's data, it was determined that the system was continuing to adjust to the user and overall, the bg and sg values trended well. This was communicated to the user and no further assistance was required.